Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a salem sump tube in 2003. The customer reports that the tube was placed in a pt and the tube "did not have holes for suction in the distal end. Thus, the pt aspirated". The pt required bronchoscopy.